Event description:
The customer reported that the on/off switch button on the autopulse platform (sn 35037) is faulty and the platform turns off with a vibration. No patient involvement.

Manufacturer narrative:
The reported complaint of the on/off switch button on the autopulse platform (sn (B)(4)) is faulty was not confirmed during functional testing. The reported complaint of the platform turns off with a vibration was confirmed based on the archive data review but not during functional testing. The platform functioned as intended. Based on the archive review, there were multiple incidents of the platform shutting off unexpectedly during take-up and active operation. The probable root cause of the device shutting off unexpectedly could not be conclusively determined. Upon visual inspection, unrelated to the reported complaint, the lcd backlight intermittently displayed no backlight upon the device powering on, however the display was still readable. The observed issue was related to the defective processor board. The processor board will be replaced to address the observed issue. A review of the autopulse platform archive was performed, and it showed incidents of under-voltage <18v (unexpected shutting off) around the customer's reported event date; thus, confirming the customer's reported complaint. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with multiple good known test batteries until discharged without any fault or error. The power on/off switch button has been checked and verified without any issue. The device shutting off unexpectedly wasn't related to the faulty power on/off switch. The power distribution board will be replaced as a preventive precautionary measure, as the component may have had some intermittent technical problems that could not be directly identified during the functional testing. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).